Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), pain in extremity ("pain on my hands"), arthralgia ("joint pain on my fingers"), paraesthesia ("pins & needls in both hands & feet"), hypoaesthesia ("numbness") and migraine ("migraines"). The patient was treated with surgery (being essure free). Essure was removed in (B)(6) 2017. At the time of the report, the back pain, headache, pain in extremity and arthralgia had resolved and the paraesthesia, hypoaesthesia and migraine outcome was unknown. The reporter considered arthralgia, back pain, headache, hypoaesthesia, migraine, pain in extremity and paraesthesia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: migraine and reporter information were updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), pain in extremity ("pain on my hands"), arthralgia ("joint pain on my fingers"), paraesthesia ("pins & needles in both hands & feet") and hypoaesthesia ("numbness"). The patient was treated with surgery (being essure free). Essure was removed in (B)(6) 2017. At the time of the report, the back pain, headache, pain in extremity and arthralgia had resolved and the paraesthesia and hypoaesthesia outcome was unknown. The reporter considered arthralgia, back pain, headache, hypoaesthesia, pain in extremity and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: back pain,headache,pain in extremity and arthralgia. Most recent follow-up information incorporated above includes: on 3-dec-2019: content from plaintiff fact sheet (social media received) event paresthesia & hypoesthesia were added. New reporter was also added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), pain in extremity ("pain on my hands") and arthralgia ("joint pain on my fingers"). The patient was treated with surgery (being essure free). Essure was removed in (B)(6) 2017. At the time of the report, the back pain, headache, pain in extremity and arthralgia had resolved. The reporter considered arthralgia, back pain, headache and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: back pain, headache, pain in extremity and arthralgia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.